Manufacturer narrative:
The suspect product is the compact test drum.

Event description:
Reporter alleged discrepant blood glucose results on the compact system of 403, 400, 137, & 136 mg/dl; all values which were performed back to back within < 5 minutes apart. The location of the comparisons was not provided. As a result of the comparisons no actions were taken or treatment was received reportedly. A request was made for the return of the suspect device and replacement product was sent. Compact system (meter and with strip lot 20649741 and expiration date of 11-30-07).